Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump screen shut off during therapy (medication, dose, programmed amount and delivery rate unknown). The event occurred when the pump was turning on to set up for infusion at the neonatal intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.